Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was discovered during a review of treatment data the patient experienced an additional episode of iipv on (B)(6) 2016. The patient drained out 5,219 ml in drain 4 of treatment. The reported large drain of 5,219 ml was 209% of the expected drain volume of 2500 ml, which resulted in a reportable device malfunction. The patient was reportedly asymptomatic. There was no negative impacts as a result of the overfill, and the patient continued peritoneal dialysis treatment thereafter as normal.

Manufacturer narrative:
(B)(4). A review was performed by the post market surveillance department of the treatment data provided by the patient. A large intra-peritoneal volume occurred in drain 2 with an undetermined cause. A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was discovered during a review of treatment data the patient experienced an additional episode of iipv on (B)(6) 2016. The patient drained out 5,219 ml in drain 4 of treatment. The reported large drain of 5,219 ml was 209% of the expected drain volume of 2500 ml, which resulted in a reportable device malfunction. The patient was reportedly asymptomatic. There was no negative impacts as a result of the overfill, and the patient continued peritoneal dialysis treatment thereafter as normal.